Event description:
Revision surgery - due to the patient having symptoms of pain since the original surgery, the surgeon wanted to check for infection or loose components. The old humeral stem removed easily (indicating possible looseness) and was replaced with a monoblock. A larger glensphere was also used.

Manufacturer narrative:
The reason for this revision surgery was reported as pain after 1.5 years of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor of this event. (B)(4). The root cause for the pain was reported as possible device loosening, but could not be determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product.